Event description:
Intensive care ventilator shut down during patient ventilation in the ICU. User stated that ventilator make a squealing sound and then shut off. User could not restart the ventilator. Patient had to be bagged while replacement ventilator was brought up. Ventilator exchanged with no adverse event. Ventilator returned to biomedical engineering department for testing and evaluation. Ventilator hours: 30906 hrs. Biomedical engineering determined that ventilator power supply module failed, and that ventilator operated in battery mode until battery depletion. Power supply and battery pack replaced and unit tested in ac and battery operation.